Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was receiving an alert 113. The event log on the device showed no alerts or alarms . Manual control was enabled and the water temperature was set to 4c. T1 and t2 were 23c and the temperature never dropped. The chiller, t4, was reading 3.3c. With only the fluid delivery line, the flow rate was 1.6lpm, the inlet pressure was -7psi, the circulation pump command was 46%. It was explained that the device is making cold water but it is unable to move the cold water to the main tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was receiving an alert 113. The event log on the device showed no alerts or alarms . Manual control was enabled and the water temperature was set to 4c. T1 and t2 were 23c and the temperature never dropped. The chiller, t4, was reading 3.3c. With only the fluid delivery line, the flow rate was 1.6lpm, the inlet pressure was -7psi, the circulation pump command was 46%. It was explained that the device is making cold water but it is unable to move the cold water to the main tank.